Event description:
Additional information was received indicating the device was reprogrammed to resolve the event. The patient was in stable condition.

Event description:
It was reported that during a remote follow up, undersensing and high pacing impedance were noted on the right atrial (ra) lead. The increase in pacing impedance was suspected to be due to non-confirmed ra lead tip encapsulation. Abbott technical support was contacted and reprogramming is anticipated to be performed to resolve the event. No intervention has been performed. The patient was in stable condition.